Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed slight edge bubbling of the screen bezel and a mild discoloration at the bottom of the display, while the device continued to function normally without abnormal noises, alerts, or screen performance issues. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy, no medical intervention, and no hospitalization. Investigation included customer interview and review of user-supplied photographs. Investigation of this case revealed cosmetic wear at the display perimeter with minimal discoloration, consistent with environmental exposure and normal handling, without evidence of functional device failure. It was concluded, based on previously established findings for similar reports, that the cause was cosmetic degradation due to environmental factors and use conditions, with no impact on device performance.